Event description:
The service repair tech reported that during routine testing of the device at the service ctr, both the outer cable and inner braid were damaged, which has exposed the inner wires. The wires were exposed near the hematocrit saturation module (h/sat) head and had pulled away from the strain relief, which was covered with surgical tape. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the service repair tech (srt). The srt replaced the hematocrit saturation module (h//sat), which brought the unit back into MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.